Event description:
The customer reported being at the emergency room due to high blood glucose of 269mg/dl, and she was treated with the insulin pump and manual injection. The customer experienced nausea, dizziness, sick stomach, excessive thirst, skin felt funny, and ketones. The customer mentioned having also low potassium and dehydration. Troubleshooting was declined as customer stated that the doctor wants only to report the hospitalization. The customer stated that she was disconnected from the insulin pump early in the morning, and reconnected twelve hours later. The caller mentioned that her glucose level was under control. The customer believes that her high glucose level may have been related to a bent cannula. The customer stated that she has scar tissue in the abdomen from a surgery as well as other surgeries, and stretch marks from having children. Instructed the caller to choose a new site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.